Manufacturer narrative:
B3: event date 4/3/2023.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 166 mg/dl, and the meter bg reading was not provided. A 2nd cgm blood glucose (bg) reading was 94 mg/dl, and the meter bg reading was 28 mg/dl this level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 28 mg/dl. Customer consumed juice and glucose; however, due to the decreased bg, the customer loss consciousness. Customer required paramedic assistance and was administered intranasal glucose and transported to the hospital. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.